Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 700 mg/dl. The patient was weak, sick and thirsty. The patient was admitted into the intensive care unit (ICU). For treatment, the patient was put on intravenous (IV) for insulin. The patient had low electrolytes. The pod was worn between 36 and 48 hours on unknown location. The pod was discarded and the patient was discharged after 3 to 4 days.